Event description:
The lay-user/pt alleged that the buttons on the keypad do not respond. There was product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filled.